Event description:
Ous MDR - after an implantation time of about 12 months, it was reported that the ICD was in eri mode. During the exchange of the device, a defect of the linox lead was suspected (it had been implanted in 2009) since the holter showed oversensing. No shock was delivered. The ICD was explanted and returned to biotronik for analysis. The linox was capped and remained inside the patient.

Manufacturer narrative:
The leads complained about were not returned for analysis. This report therefore refers solely to the analysis results of the examined ICD. The returned ICD first underwent a status interrogation, which showed device status eri. A total of 349 charge processes had been documented. The charge drawn from the battery was checked. The device status eri after an implantation time of 12 months proved to be as expected and resulted from the high number of charge processes. The ICD's memory content was checked; interference in the ventricular channel could be seen in all available iegms. The signal sensing of the device was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The connection system of the ICD was studied mechanically. The screws of the shock and pace outputs were normal. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions specified by the is-1 and df-1 standard. There was no material defect or manufacturing error. The ICD's capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the ICD reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. There is no indication of a material defect or manufacturing error.